Event description:
Laser bronchoscopy procedure, 1.8 fiber used per guidelines, surgeon requested round tip, nurse screwed tip on securely. When surgeon pulled fiber out of scope, the entire "screwed on" tip & a piece of the fiber remained in the bronchus. Surgeon was able to retrieve the tip & attachment from the pt.